Event description:
The reporter stated the surgeon implanted a cc4204a collamer aspheric single piece lens and at post-op day one, noted a "bull's eye" pattern on the anterior iol surface. There was no impact to visual acuity and the lens remains implanted.

Manufacturer narrative:
(B)(4). Bull's eye pattern on iol surface. Method: lenes work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).